Manufacturer narrative:
Investigation: telephone conferences were initiated between (B)(6) and sr instruments. Testing initiated trying to reproduce the mode of failure, to determine if the device was used properly or as intended. Sr instruments doing material testing, verified steels heat treating processes and verified material type. (B)(4) performing safety performance testing.

Event description:
It was reported to manufacturing by the distributor via the facility. Using the replacement pt lifter sent, the same area failed ie the bolt/pin coming up through the cradle to the scale broke, causing the assembly to tilt and then a dog ear piece broke off resulting in this fall. The pt fell back onto the bed, however, the pt was injured when the cradle landed on top of her resulting in the injury, ra issued for the return of parts. The distributor issued a CAPA (B)(4) to the manufacturer.